Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent stylet was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr t/l powerpicc provena catheter with inlaid 3cg stylet. The stylet was returned being extended past the tip of the catheter by 8.3cm. Two kinks in the polyimide/magnetic tip were seen: one 2.1cm from the distal stylet tip and another 5.2cm from the stylet tip. Blood residue was seen on both the stylet wire and within the catheter. The core wire was not kinked at the t-lock assembly. Microscopic examination of the wire showed that the kink joint was bent at the same orientation for both kinks, indicating the kinking event occurred from the same angle on both kinks. The complainant had indicated that the wire was found bent following removal, after placement of the catheter. From this, it was believed that the stylet was then reintroduced into the catheter following removal of both components. The state of the stylet (being extended past the tip of the catheter) was the primary suspect cause for the kinked stylet as these steps would not have caused the stylet to extend beyond the tip of the catheter. No potential manufacture damage, defect, or deformity was observed on the sample. A lot history review (lhr) of recp1519 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "sherlock wire" was bent when removed after placement of the provena 5fr PICC. On (B)(6) 2018- evaluation found stylet kinked.